Event description:
It was reported that the syringe 50ml ll experienced molding defects.

Manufacturer narrative:
Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for reported lot 1811229, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported failure. Based on the available information we are not able to determine a root cause at this time.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 50ml ll experienced molding defects.